Event description:
It was reported that the right ventricular (rv) lead had oversensing causing inappropriate shocks to be delivered to the patient. The patient had a ventricular tachycardia (vt) episode that was appropriately treated but oversensing on the rv lead post anti-tachycardia pacing (atp) caused accelerated redetection and ventricular fibrillation (vf) therapy was inappropriately delivered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.